Event description:
Additional information received from a consumer reported the patient felt the pump working for 8 weeks then she felt a tearing in her stomach that knocked her to her knees and the pump had not worked since.

Event description:
Additional information was received from a healthcare provider (hcp). The patient's ongoing psychiatric disorder explained the complaint. The hcp would taper the intrathecal medication and planned to explant the pump.

Event description:
Additional information was received from a consumer. The patient was still having trouble with her pump. She had called the physician listings, but they would not take her on without consulting her current physician first, however she did not want the prospective doctors to talk to her doctor as she stated he would speak negatively. It was later stated that all the patient needed was an x-ray before any new doctor spoke to her current doctor. It was further reported that the patient had deep tissue abdominal pain since her surgery. It was noted that the patient was hospitalized via ambulance for this problem. It was further claimed that her pump was not working and that her doctor withheld information about a dye study. The patient was also convinced that the doctor was overprescribing her with medications. It was further stated that the patient's medicine had been stolen the last two months in a row and that her mother was sewing magnets into her clothes to interfere with the pump. It was also claimed that the patient was being followed by insurance company representatives. Further, it was stated that the patient wanted to kill herself as she was not getting the relief she initially received.

Event description:
Additional information was received from the consumer. The patient stated her pain was not going away. Then, the patient stated she did not say that and to ¿stop putting words in her mouth.¿ it was also noted that the patient stated she had a hard time sleeping which began prior to the pump implant so it was not related to the device/therapy. The cause of the patient¿s issues was unknown. Follow up was conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a (B)(6) female patient receiving morphine (5.0mg/ml, 0.2500mg/day)(originally reported as hydromorphone) via an infusion pump implanted (B)(6) 2015. The indication for use was noted to be non-malignant pain. The patient stated she felt like she was being overdosed and throwing up on the way home from the procedure. The patient stated that the pump "worked until mother's day (2015 (B)(6)) and then stopped working; the patient was not getting any relief from the pump. She reportedly "felt different" and had to take oral dilaudid which did give her relief. It felt like her back was going to go out and she was more tired. The patient noted she "wasn't kept in the hospital," and was wondering how it was supposed to work. The patient had an appointment "next week." The consumer felt the personal therapy manager (ptm) was not programmed completely; that "it should have a diary on there for me and it keeps saying the same date." It was reviewed with the reporter that not every ptm was programmed to have a diary, and that the date on the ptm was her next refill date. The reporter tried the ptm at the time of the report and reported that it was saying she had to wait 2 hours, and 27 minutes. The patient asked if the drug was being delivered continuous or only with the personal therapy manager (ptm), and noted it did not feel like it was continuous. The hcp felt that abruptly stopping oral baclofen and gabapentin could have been contributing factor to the patient's symptoms. The hcp noted that they were still in the process of titrating the medication for maximum therapeutic effect as of (B)(6) 2015. The hcp gave the patient a brace to wear but it was hurting the incision. The hcp kept upping the dosage (twice) and it wasn't working." No diagnostics had been performed. On (B)(6) 2015 the consumer additionally reported that two weeks after the implant (around (B)(6) 2015), she stepped out onto her front porch and "felt like it was pushing through and screaming." The patient stated that it felt like it "ripped and was hurting her. Since then her pump was moving "all over the place; toward her back...coming out (sticking out) to where the patient could see it; going towards her front and pushing into her ribs."the hcp reportedly did not know what caused the issue with the pump pocket, and the patient was going to discuss pump pocket revision with the hcp and manufacturer's representative at an appointment on (B)(6) 2015. The patient asked if being around windmills could cause the pump to move. Follow up was conducted to obtain any troubleshooting performed related to pump movement, actions/interventions taken to resolve the pump movement, and patient outcome. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).